Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient's system was removed on the day of the report and the caller wanted a return mailer kit sent to the surgery center to have the implantable neurostimulator (ins) analyzed. The reason for the removal was due to the battery not working, it was uncomfortable for the patient to have the ins in their body and they had pain at the implant site. It is unknown if the patient recovered completely.

Manufacturer narrative:
Analysis of the implantable neurostimulator revealed no significant anomaly and that the implantable neurostimulator was not in new condition. (B)(4).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.